Event description:
It was reported that the patient experienced hemolysis and pancreatitis following the procedure. An angiojet solent omni catheter was selected for use to treat acute femoral-popliteal thrombosis located in 2 (two) implanted eluvia stents and 1 (one) innova stent implanted in the distal superficial femoral artery (sfa). The eluvia stents were completely occluded. Prior to the procedure, the patient was properly hydrated. 20mg of actilyse were infused during powerpulse mode, and the total run time of the angiojet solent omni was six minutes in which the device functioned as intented. After powerpulse, the patient experienced foot pain but that rapidly recovered following the procedure. The procedure was then completed with this device, along with plain old balloon angioplasty (poba) and a drug-coated balloon (dcb) on the proximal and distal stent. Following the procedure, the patient was hospitalized for 3 days for hemolysis and acute pancreatitis. The patient was fasting and well hydrated during the hospitalized stay. The physician assessed that this was related to the use of the angiojet solent omni. The were no further patient complications and the patient fully recovered.